Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the patient had an external shock procedure to reduce an atrial fibrillation episode in the morning. After the shock, the patient's rhythm increased gradually until the max rate, 130 bpm. The stimulation mode was safer-r (rr auto, mv+g). The physician turned off the rate response. When the rate response was turned on again, the cardiac frequency increased again. The physician did this several times then decided to leave it programmed off. In the afternoon, no issue was observed and the patient was discharged.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient had an external shock procedure to reduce an atrial fibrillation episode in the morning. After the shock, the patient's rhythm increased gradually until the max rate, 130 bpm. The stimulation mode was safer-r (rr auto, mv+g). The physician turned off the rate response. When the rate response was turned on again, the cardiac frequency increased again. The physician did this several times then decided to leave it programmed off. In the afternoon, no issue was observed and the patient was discharged.